Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the thumb piece on the device became stuck in the down position during suctioning. The device was immediately replaced with a new one, and there was no impact to the patient. The patient was in the neurosurgery department and required frequent suction. The suction catheter in question had been placed at 8:00 on (B)(6) 2017 and the incident happened at 10:00 the same day. During the time it was in use, the suction catheter had been used around ten times. No further information has been provided at this time.

Manufacturer narrative:
The device history record for m6104t511 was reviewed and the product was produced according to product specifications. One used sample was received for evaluation. The sample was received with the thumb valve in the down position. The thumb valve was manually pulled up to the open position and released. No resistance was felt when pulling the thumb valve up. The thumb valve was then depressed back to the down (open) position. No resistance was felt. When released, the thumb valve remained in the down position. The thumb valve controls were dissected to look for any abnormal conditions. The only observation noted was the shiny condition inside the elastomeric seal. The complaint was confirmed, however, no definitive root cause could be determined at this time. All information reasonably known as of 3 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).